Manufacturer narrative:
Updated field: b4; d5; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:medical device ¿ problem code; b5. It is unknown when the event happened, or if a repair was conducted, three good faith effort attempts were made. If more information is received the record will be reopened and updated accordingly.

Event description:
It was discovered while performing customer training, the cardiosave intra aortic balloon pump (iabp) could not be put into "rescue" mode, the lever under the machine would not work and would not release the pump from the hybrid cart. There was no patient involvement as this was discovered during training.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training lever of under cardiosave intra aortic balloon pump (iabp) would not work when tried put the pump in the rescue mode. The lever was frozen and wouldn't release the ump from hybrid cart. There was no patient involvement.